Event description:
Patient's husband report previous cartridges the patient got were "very stiff". The patient was scared to even use them and attach them to the pump, the patient has one non stiff cartridge on hand to use. The reported product fault did not occur while in use with the patient the product issue did not cause or contribute to patient or clinical injury. No medical intervention was provided. The cartridges are not available to be returned for investigation as the pt threw them away. It was not reported if the pt missed a dose or experienced an adverse event due to the stiff cartridges. No additional information provided. Reported to (B)(6) by pt/caregiver.